Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the last two weeks, a minicap transfer set had a slow leak from the bottom of his twist clamp (where the silicon of the catheter meets the hard plastic of the twist clamp). This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.